Manufacturer narrative:
P-cap locked in place properly during testing. After multiple new batteries and battery caps the unit remained on blank display. Unit was unable to download due to blank display. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to blank display. Proceeded by cutting the unit open and perform a visual inspection of connectors and electronic assemblies. External battery connector was found unplugged from j7 (pcba1) component. After plugging back in the external battery connector, critical pump error (open book image) was noted. During deconstructive investigation, it was determined that the ingress of moisture penetrating on electronic assemblies, motor assembly and force sensor flex connector on gold traces caused electrical short. Unit also received with scratched case, label damage (faded), pillowing keypad overlay and cracked keypad overlay on select button. In conclusion, the customers concern was confirmed when unit came in with a blank display. During deconstructive analysis, the external battery connector was not plugged in properly to j7 (pcba1) component. After plugging back in the external battery connector, a critical pump error (open book image) was noted. Moisture damage was also noted causing an intermittent electrical short. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a critical pump error (open book image) and the insulin pump stopped working. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was performed. The customer reported an open book image error. No harm requiring medical intervention was reported. Mmt-1780kpk was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.